Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had buttons are not responding and frozen display recurred. The customer¿s blood glucose level was 217 mg/dl at the time of the incident. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer was unable to successfully clear the alarm. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer states that there is no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.